Event description:
The customer tested her blood glucose using her contour meter and received a reading of 325mg/dl. She was retested on the doctor's meter and received a reading of 100mg/dl. Later she ran another test on her contour and result was 225mg/dl. She was re-tested on the clinic's meter and result was 85mg/dl. The differences between the readings from both comparisons fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged. Customer declined the offer for replacement meter and strips and refused to return her strips for evaluation.